Event description:
Customer reportedly received the following results on the same compact plus system within 10 minutes: 309 mg/dl, 279 mg/dl, 298 mg/dl, 428 mg/dl, 446 mg/dl, 291 mg/dl, 217 mg/dl, 332 mg/dl, and 141 mg/dl. Customer had woken up with low blood symptoms prior to obtaining these results. Self treated with oatmeal and felt better. Earlier that evening, she reportedly received the flowing results on the same compact plus system within 10 minutes: 277 mg/dl, 213 mg/dl, 109 mg/dl, 171 mg/dl, and 305 mg/dl. The customer did not provide the location where the discrepant results were obtained, or how long they have been occurring. No quality controls used. No adverse event reported. Requested return of suspect device and replacement was sent. Accu-chek compact plus system: meter, test strip lot number 20646642, expiration date 09/30/2007.

Manufacturer narrative:
The suspect product is the compact test drum.